Manufacturer narrative:
The insulin pump had a minor scratched display window, missing display window cover, scratched case, cracked case at battery tube side, pillowing keypad overlay, stained keypad overlay, missing retainer and missing reservoir tube o-ring. The pump passed the self-test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test and force sensor test. Unable to perform the displacement test and occlusion test due to missing retainer. Low battery alarms, replace battery now alarms, and pump error confirmed in the long trace file. Detailed trace analysis confirmed the pump alarmed low battery, replace battery now alarms, and then power error was due to the non-sleep anomaly software error. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of low battery alert, power system error and replace battery now alarm. The customer's blood glucose level was unknown at the time of the incident. The customer stated that the notification light did not immediately stop flashing. The product was returned for analysis.